Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Internal and external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A device history review was performed and revealed no failures or malfunctions that could have cause or contributed to the reported death. The cause of the reported death could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The patient was using the homechoice when the patient passed away. The cause of death was unknown and it was not reported if an autopsy was performed. The patient had been hospitalized prior to death. No additional information is available at this time.